Event description:
Additional information received reported the patient had an infection at the device pocket. It was noted the patient had redness and drainage. It was further noted the patient was given perioperativeantibiotics. It was noted the patient did not have meningitis. It was further noted that a culture was obtained from the patient¿s device pocket and lumbar region and the type of organism cultured was (B)(6). It was noted the patient was given IV and oral antibiotics. It was further noted the infection had resolved. The reporter stated the patient had a previous history of wound infections.

Event description:
Additional information stated preoperative antibiotics were administered and the signs and symptoms of infection included redness. It was stated treatments instituted for infection included IV antibiotics and oral antibiotics and the entire system was explanted. It was also stated the infection resolved, but the patient outcome was ongoing. Reportedly, the patient was ¿without mirsa.¿

Event description:
It was reported that there were pocket and lead incision infections. A culture was taken from the device pocket, but the type of infection was unknown. It was noted that the location of the symptoms was the device pocket and lead location. Symptoms included drainage, incisional would opening and redness. The device was explanted and the wounds were closed. Patient status was reported as alive with injury. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 97714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator.

Event description:
Additional information received reported the patient was having their implantable neurostimulator (ins) replaced today due to infection. It was note the manufacturing representative was notified of the infection last week. Additional information received reported the patient had their entire system removed due to infection about 2 months ago. Additional information was requested but was not available at the date of this report.